Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device lab is currently pending.

Event description:
An MRI confirmed right side rupture.

Event description:
Health care professional reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure, the missing shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.